Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. However, ascensia was unable to locate the meter for investigation. Based on the event description and previous investigations for similar issues, it has been determined that the issue occurred due to a software problem.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's information was not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that their contour next link 2.4 meter had only english and spanish languages as available options to be selected from the meter. The customer was able to perform testing. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.